Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID: 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2022; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was receiving unknown morphine drug and bupivacaine via an implantable pump for unknown indications for use. It was reported that they had pump pocket revision due to pump moving in pocket. However, it unknown how long it was happening since the patient could not remember. During pocket revision surgery, the surgeon attempted to aspirate the catheter access port (cap) but was unable. He removed the captures connector and cut it from the spinal segment. He then noticed adequate flow and connected a new 8784 segment. After anchoring the pump and reconnecting to the pump he was able to access the cap and get adequate flow. There were no known environmental/external/patient factors that may have led or contributed to the issue. Troubleshooting: ¿attempted to aspirate the cap. Unable to get flow. Then cut the cather from the spinal segment and witness good flow.¿ action/intervention: connected a new 8784 pump segment. Outcome: the issue was resolved. The patient medical history was unknown. The patient was alive and no injury.

Manufacturer narrative:
H3. The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Visual inspection identified there was damage to the transition tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.